Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced multiple low glucose events overnight while using the ilet system, with the first event attributed to the early learning phase of the system as it adapted to the user¿s glucose patterns during sleep. The user treated a glucose value of 54 mg/dl with peanut butter crackers and milk, which was followed by rebound hyperglycemia and subsequent automated correction doses, resulting in oscillating glucose levels. The reported symptoms included hypoglycemia. The outcome of the interaction included troubleshooting and education on appropriate low-glucose treatment using small, measured carbohydrate amounts and guidance to avoid overtreatment. The investigation included case review and user counseling regarding treatment techniques. Review of the case revealed no device alarms or malfunctions and suggested that user treatment practices contributed to glucose variability during the system¿s adaptation period. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.